Event description:
It was reported that the patient sought medical attention at the hospital on (B)(6) 2026 with hyperglycaemia while wearing the pod between 36 and 48 hours. The patient reported that their blood glucose levels rose to 180 mg/dl on (B)(6) 2026, the patient attempted to correct this by programming 11 boluses of insulin within an 8-hour period, as their blood glucose levels continued to rise to 400 mg/dl, the patient presented at the hospital on (B)(6) 2026. The patient was treated with insulin injections and an intravenous insulin drip. The patient was released approximately 5 hours later. The patient has now removed the pod and is currently administering insulin using manual injections.

Manufacturer narrative:
The device has been returned however our investigation is not yet complete. When the investigation is concluded, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
No problems were found that would prevent the device from delivering insulin as intended.